Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo with the naked eye noted the white twist clamp (sleeve) separated from the main body. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is due to broken occluder legs or feet beneath the twist clamp. The damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.